Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 265 mg/dl. The customer straightened the infusion set tubing and successfully delivered a bolus to address the bg level. The customer declined tandem technical support's offer to troubleshoot to see if the occlusion still remained.